Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The doors failed to open. The door winch was replaced and the door switches were adjusted. The issue was resolved. A full imaging system check-out was completed following part replacement and adjustment and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that while in a spinal fusion case the imaging system was not responding to any gantry movement after a spin around the patient. It was reported that the site followed the emergency door open procedure to open and remove the system from around the patient. When trying to dock the imaging system no gantry movement buttons would respond. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome. The procedure was completed without the imaging system.